Event description:
It was reported that the table locks did not actuate, causing the tabletop to move in two directions without resistance. There was no injury reported. The issue was discovered as the operator was setting up the table. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system and found that the foot pedal controlling the table locks was out of adjustment. The fe readjusted the foot pedal and verified that the table locks were functioning according to specifications.